Manufacturer narrative:
The product remains implanted and is thus not available for analysis.  As reported by the legal department a patient was implanted with a cordis trapease inferior vena cava (ivc) filter on or about (B)(6) 2014. Subsequently, the filter was found to have tilted, and embedded in the wall of the ivc preventing the device from being safely removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care any treatment. As a further proximate result, the plaintiff suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Additionally, the timing and mechanism of the reported filter tilt could not be determined based on the information provided at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported by the legal department in (B)(6) vs. Cordis, the plaintiff was implanted with a cordis trapease inferior vena cava (ivc) filter on or about (B)(6) 2014. Subsequently, the filter was found to have tilted, and embedded in the wall of the ivc preventing the device from being safely removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care any treatment. As a further proximate result, the plaintiff suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter ten months and twenty-four days post implantation. Per the medical records, the patient was informed that the filter could be removed six to twelve months post implantation. The patient also reports to be suffering from anxiety and stomach pain. According to the medical records, the optease filter was deployed in the patient without any reported complications post the patient having had a pulmonary embolus (pe). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient was implanted with an optease inferior vena cava (ivc) filter. Subsequently, the filter was found to have tilted, and embedded in the wall of the ivc preventing the device from being safely removed. The patient also reports to be suffering from anxiety and stomach pain. The indication for the filter implant was pulmonary embolism (pe). An optease filter was deployed in the patient without any reported complications, via the right groin. Per the medical records, the patient was informed that the filter could be removed six to twelve months post implantation. Ten months and twenty-four days post implantation the patient underwent an unsuccessful attempt to remove the filter. The removal attempt was very complex and included an accessing the aorta and insufflating a balloon in the aorta to aide in removal of the filter, this was performed multiple times and did aide in collapsing the filter to some extent. Due to all the manipulation thrombus was identified in and around the filter. The patient was given heparin and angio-jet thrombectomy was performed. A repeat angiogram demonstrated flow through the filter, there was residual clot beside the filter, but it was felt to be stable. The patient was heparinized, the filter re-expanded with a balloon. Flow was then identified through the vena cava and the procedure was terminated. The patient was sent to recovery room in satisfactory condition. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 15999202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt and retrieval difficulty could not be confirmed. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety and stomach pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.